Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported adverse events could not be determined through this evaluation. The research article conclusion results suggest that less invasive lvad implantation is a safe and effective approach for obese patients. Future prospective randomized trials are required to substantiate these results. The device history records could not be reviewed as the heartmate 3 lvas serial numbers as well as other specific case/patient information are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, infection, respiratory failure, renal failure, hepatic failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between september 2015 through june 2020. M bjelic, et al. Journal of heart and lung transplantation (2021), 2021; 40:990-997. Https://doi.org/10.1016/j.healun.2021.06.001 division of cardiac surgery, department of surgery, university of rochester medical center, rochester, new york. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿study results suggest less invasive heartmate 3 implantation is a safe and effective approach for obese patients¿ identifying that heartmate 3 may be related to stroke, infection, right ventricular failure, respiratory, renal and hepatic failure after heartmate 3 implant. This single-center and retrospective study evaluated a total of 231 patients implanted with the heartmate 3 from sep2015 through jun2020. The number of obese patients (bmi = 30 kg/m2) was 107 (46%) from which full sternotomy (fs) was used in 26 (24%) and less invasive surgery (lis) approach in 81 (76%) patients. There was no difference between the groups for the following outcomes: infections (p = 0.446); ischemic stroke (p=1.000); respiratory failure with unplanned reintubation (p=1.000); respiratory failure with tracheostomy (p=0.593); hepatic failure (p=0.726); renal failure (p=0.591). There was difference in hemorrhagic stroke (p=0.044) and right ventricular failure (p=0.028), where 5 patients in fs group and 4 patients in lis group received right ventricular assist device support. Specific patient information and device serial number are documented as unknown.